Manufacturer narrative:
(B)(4). Estimated date of occurrence (actual date not provided). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Report received with the following information: "describe event or problem: attempted to deploy proglide and it would not deploy. Proglide was easily removed from area on patient. Another one was used from the same lot number and it worked fine." No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.